Event description:
Related manufacturer report number: 2017865-2023-16794. It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shock due to incorrect interpretation of signal. The shock induced arrhythmia in the patient. Further shocks were unable to convert patient rhythm and external defibrillation was needed. The right ventricular lead coil was suspected to be a contributor of the inadequate hv output. On (B)(6) 2023 the device was explanted and a new shocking coil was added. The patient was stable following procedure.

Manufacturer narrative:
The reported event of inappropriate shock, failure to convert, and incorrect interpretation of signal were not confirmed. Device image was reviewed by tech services and the device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.